Manufacturer narrative:
Evaluation summary: an apparent electrical failure of a circuit board in the gas module resulted in the reported behavior. Detailed examination of the specific failure mode is in progress.

Event description:
Prior to the beginning of a cardiopulmonary bypass procedure, the gas delivery module of the subject heart lung machine intermittently reset itself, such that it could not be reliably controlled by the user. An alternate pump system was employed for the duration of the procedure. No patient injury was reported.